Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required for this event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. Imagery was provided by the site and reviewed by an edwards imager. Provided 3mensio imaging was reviewed and confirmed the presence of pre-existing sapien xt valve and calcification in the landing zone. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was not able to be confirmed based as device was not returned and images of complaint device were not provided. Available information suggests the pre-existing calcified xt prosthetic valve and calcification in the landing zone, in addition to higher than nominal recommended volume used in the inflation device likely contributed to the event. Provided 3mensio imaging confirmed the presence of pre-existing sapien xt prosthetic valve and calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the field clinical specialist confirmed the use of +2ml of additional volume used in the inflation device than recommended per IFU. While the prescribed nominal inflation volume is provided in the IFU, it is possible that the extra inflation volume used (over-inflation) subjected the balloon to pressures high enough to cause the balloon to burst. The complaint for difficulty or inability to withdraw system through sheath was not able to be confirmed as the device was not returned and images of complaint device were not provided. Available information suggests that the torn balloon material from the balloon burst likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
It was reported by the field clinical specialist (fcs) that during a valve in valve procedure with a 23mm sapien 3 ultra resilia valve, during valve deployment, the commander delivery system (ds) balloon ruptured. Contralateral side was used and upsized to an 18fr dryseal. A snare was inserted to capture the stiff wire and create a rail outside of the body. The end of the ds was cut and the flex catheter was removed from the balloon catheter. The snare was used to capture the nose cone and directed out of the contralateral side. The esheath+ was removed and runoff was performed showing intact iliofemoral systems bilaterally. Per follow up the balloon had ml extra volume prior to inflation, blood was in the syringe post deployment, there was no difficulty in valve alignment, and there was no damage noted to other components. The balloon shaft was cut and flex catheter removed from operative side prior to removal of nose cone and residual balloon material from contralateral side. There was no leakage found after removal. The patient had no injury or complication related to the event. The patient is stable and was discharged the next day.

Manufacturer narrative:
The investigation is ongoing. Please reference 2015691-2024-09108 for the report relating to the valve in valve procedure.